Event description:
It was reported that the pump would not turn on. No patient injury was reported.

Manufacturer narrative:
E4: initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customers reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The reported won't turn on was duplicated. Power on by connecting ac power, unable to turn device off or turn device on with aa battery. Visual inspected, no error code could be found in the device information folder or in the event history logs. The root cause of the reported issue was found to be the power switch was defective. Actions were taken to mitigate the reported issue: replaced the power switch.